Manufacturer narrative:
The product was returned for analysis, optic damage was observed. Solution with blood was observed on the returned product. Results from the product history record review indicated the product met release criteria. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution with blood and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints for this lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was explanted due to iritis. Additional information has been requested.